Event description:
The pump was returned for investigation. Evaluation revealed there the pump booted to the verify screen with dim pink contrast, contamination under buttons, and a crack along the battery compartment was found. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad is torn off over the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button was intermittently unresponsive due to key contact missing and all of the other buttons respond properly. Evaluation revealed that there was contamination under all key contacts. The audio bolus button cover is intact but there contamination found under the bolus button. Evaluation revealed that the display screen has a dim pink and fading lettering. There is an evidence of cracked from the top of battery compartment toward the pump case seal. The thread on battery cap is stripped. (B)(6).